Event description:
It was reported that (1) lcsc5 was used during a lap myomectomy procedure. It was reported by the rep that the lcsc5 was opened and used to incise the peritoneum and expose the fibroid. The softball size fibroid was not pediculated and was deeply embeded in the uterus. The surgeon was using a reddick-saye lap corkscrew to pull on the fibroid. The surgeon began to use the lcsc5 to add counter traction on the other side. While adding force, the jaws were in the open position. The tissue pad broke and fell of the instrument into the field of view. It was easily identified and completely removed. The surgeon was attempting to peel the fibroid off of the uterus. The surgeon admitted that surgeon was pulling harder than the acceptable limits of the device. Another lcsc5 was opened and the case continued. The pt was eventually opened due to lack of access and the enormous size of the fibroid. There was absolutely no negative consequence to the pt from this incident with the lcsc5.